Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over delivered medication. Per reporter, the pump settings were verified as normal. The doses were changed from 5.1ml to 4.9ml and it was reported that one cassette would allow five extra doses. It was reported that the patient's cassette was empty despite requesting only two to four extra doses. Per reporter, the reservoir volume is set to 100ml every morning so the alarm would sound when the cassette was empty. It was reported that subsequently the pump was exchanged. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient injury and no medical treatment was provided. Updated a2, a3device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation found no issues with the device delivering. The pump was tested and found to be functioning properly and delivering within specification. Based on the investigation, the complaint allegation was not confirmed.